Event description:
At 9:42 pm, a result from this inform ii meter was 465 mg/dl. At 9:50 pm, a result from this meter was 150 mg/dl. At 10:05 pm, a lab draw was performed, the result was 103 mg/dl. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.